Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7090286/7092259.

Event description:
It was reported that the patient had developed an infection at the implant site. Symptoms of swelling, redness and pus were noted. The physician confirmed that infection was not procedure related and no device malfunction was suspected. The patient underwent an explant procedure and was prescribed antibiotics. All device components were removed and kept by the medical facility.